Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
Revision of loosened acetabular shell.

Manufacturer narrative:
An event regarding shell loosening involving a trident hemispherical solid back shell was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Medical evaluation not performed as no medical records were provided. Device history review indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
Revision of loosened acetabular shell